Event description:
Consumer states her heating pad gets warm even when the controller is in the "off" position. No injuries or property damages were reported with this incident.

Manufacturer narrative:
It appears that the control of the unit has been submersed which can lead to residue and bridge the connections, causing conduction of the circuitry. This is abuse of the product.